Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain at the ipg site as a result of ipg migration due to weight loss. Surgical intervention may be pending to address the issue.

Event description:
Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Corrected data: the patient's weight was updated to the weight reported at the time of the surgical replacement.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.